Manufacturer narrative:
Damaged articulation gear teeth and non conforming crimp assembly evaluation summary: the analysis results found that the device was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient. In addition, the device was received with the articulation gear teeth damaged making the articulating mechanism non functional. No cartridge was received and no functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the surgeon stated the device felt tight and was difficult to fire on the fourth reload. Only a few staples fired, but the cut line was shorter than the staple line. Another device was used to complete the procedure. There was no pt consequence.